Event description:
It was reported that, "surgeon was doing an acetabular revision. He also did a neck and head exchange on the rejuvenate stem. He noticed fretting on the neck. He replaced the 38mm 8deg anteverted neck, with a 38 mm neutral neck. He implanted an adm cup. He was satisfied".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. .